Manufacturer narrative:
(B)(6). (B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the guide catheter was kinked, stretched detached at the proximal section. One portion of the guide catheter was not returned for analysis. The push catheter suture hole was found torn. The stent was not returned for analysis. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, the issue occured during the procedure it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use in addition of continued attempts to retract the guide catheter or force applied to the device in order to release the stent can lead to the guide catheter kinked, stretched and detached. Additionally, the suture under tensile force during the procedure due to kink/bent section could result in tearing of suture hole. The continued handling/manipulation or force applied to the device in addition to the found device condition could result in the reported issue. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used an endoscopic retrograde cholangiopancreatography procedure in the ostial of duodenal papilla, performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, when the physician attempted to deploy the stent, it failed to deploy. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; guide catheter break.